Event description:
A customer contacted beckman coulter low cbc results that were being generated by their gen s instrument. The customer indicated the problem was discovered when their controls were being diluted by the instrument. The erroneous results were first observed on pt results for one day in 2004. The customer indicated that there were 30 erroneous results that were reported out of the lab. Incorrect result event scenario: when a pt sample is analyzed on the gen s the initial test result is correct. But after the sampling has been unknowingly diluted. The dilution becomes a problem when the sample is retested. If the sample is retested, the 2nd result will not match the initial test results [see b6]. For this event, the customer indicated that based on the lab protocol, any questionable results (e.g., critical low/high results, delta check failures) must be verified using a different instrument. The customer retested the pt sample on a different instrument and the result did not match the initial test results from the gen s. The customer retested the sample on the gen s and the results matched the initial results from the other instrument. As a result, the 2nd result from the gen s and the initial result from another instrument matched. The erroneously low results were reported out of the lab based on the verification of the results on two different instruments. The customer indicated that two of the pts received transfusions.